Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a refill as of the date of this report, the healthcare provider (hcp) had expected to aspirate 4.7ml but did not get any drug. Patient's health condition seemed fine. The pump logs were checked and had information about refill done on (B)(6) 2013. To check the pump patency, they injected 10ml of saline and that was done with no problem. The pump was stated to be empty. Drug delivered via the device was baclofen. Hcp consulted with the patient's family, decided to wait and see what happens for a while, and then make a refill. On (B)(6) 2013, per reporter when they visited the clinic, patient reported return of spasticity since the past week and rigidity as well. It was added that despite the spasticity his speaking language became clearer. Pump was refilled and they reduced the dose of baclofen from 150 to 120 ug/day. They were to check for any further volume discrepancy at the next refill. A follow-up report will be sent when additional information becomes available.